Event description:
Information received from the field notes that the patient presented to the clinic for a routine follow-up. The patient was asymptomatic. Interrogation found that the device was in back-up mode and could not be reprogrammed. When an attempt to download was made, it noted that the battery status was at rrt. Therefore, the physician elected to replace the device.